Event description:
Reportable based on analysis completed on (B)(6) 2012. The target lesion was located in the severely calcified left anterior descending artery. This 28 x 4.50mm taxus- liberté stent deliver system was selected and was advanced to the target lesion. When the stent reached the target lesion it was unable to be deployed. The procedure was completed with a different device. No patient complications were reported and that patients status is stable. However, device analysis revealed that the stent moved on the balloon and was damaged.

Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed proximal stent damage. The damaged struts were both twisted and raised. The stent had moved approximately 3 mm over the distal marker band. The balloon was inflated to nominal pressure and deflated as per the dfu. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).